Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, the thread broke when pulling the green ring after placing the specimen in the bag. The bag dropped into the cavity and it was removed with a forceps. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The pull string was cut\torn more than four inches from pull ring knot. The pull ring was seated partially in the handle. Device was returned with metal ring fully deployed. The specimen pouch had completely separated from the ring. The knife blade was inspected where pull string fibers were observed. Plunger was pulled metal ring was retracted completely into the shaft of the instrument without difficulty. Plunger was pushed and flexible metal ring protruded without difficulty. Further functional testing was not performed given the condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the condition may occur if the pull string make contacts with or is pulled through the knife blades, if the pull string is not completely cut it may rip under tension. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.